Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.